Manufacturer narrative:
The customer reported a complaint that the thermogard console (sn (B)(6)) unexpectedly shut down and rebooted on its own was not confirmed during the initial functional testing but confirmed in the event log. The probable cause for the defective power cable likely attributed to a defective component. Upon visual inspection, no physical damage was observed. The initial functional testing passed without any fault or issue. The event log indicated that the thermogard console unexpectedly shut down and rebooted on its own several times, thus confirming the reported complaint. The reported issue could be due to intermittent ac power to the thermogard ivtm system. Therefore, the probable cause for the reported complaint was due to a defective power cable likely attributed to a defective component. The power cable needs to be replaced to address the power issue. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Correction h10: the last paragraph is updated, the device description was incorrect. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard ivtm system with sn (B)(4).

Manufacturer narrative:
Zoll has received the thermogard ivtm system however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) unexpectedly shut down and rebooted on its own. The power-on-self-test (post) took a long time and never completed. The thermogard ivtm system did not generate any error codes. Treatment was discontinued. No consequences or impact to patient.